Event description:
Pt was having a stereotactic biopsy. The mammography machine did not allow the needle to be removed from the breast. This generally requires the tube head to be moved, it wouldn't move. Also, the paddle wouldn't release. The work around was to break the paddle in order to get the biopsy needle out of the pt. The problem with the tube head not moving has happened multiple times, and reported to the vendor - siemens - without resolution. Under the best of circumstances, the tube head is finicky to move and often requires the technologist to leave the pt to go to the console. This is a general pt safety issue as pts have vaso vagal reactions and need the needle removed immediately to avoid breast injury. This issue has been reported to the vendor also. FDA safety report ID# (B)(4).